Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: review of the black box data revealed record of loss of prime warning with non-zero force. On examination, there was visible moisture behind the lens of the display screen. On investigation, the display screen remained blank when the pump was powered on. Investigation of the loss of prime complaint was not able to be completed due to the blank display screen. A leak test was performed and revealed a moisture leak at the case seal. The pump was opened for further investigation and revealed moisture on the printed circuit board, the display unit and the force sensor unit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.